Manufacturer narrative:
A ge service representative performed an on site investigation. The source of the problem was identified as a defective controller printed circuit board. The customer chose to order the part from a third party. The system is not functional at this time. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the 6600 system intermittently failed to produce fluoroscopic x-ray. No patient injury was reported.